Manufacturer narrative:
Investigation summary: qn review: a notification search was run for part number 8017696 for the 12 months. No notifications were written for coring issues. DHR review: there were zero notations made in the past 12 months at post-soniclean to indicate coring. Investigation results: the 103 samples were received. A coring test performed was performed on the 3 loose needles that were in bag provided. These 3 tested were rated at #2 which is acceptable per the it571 rating system. The heel area of the grind was observed on the samples and was found to be properly de-burred and met the requirements. Possible root cause: since the samples meets the designed requirements, it is probable that method of use contributed to the coring. If corrective/preventative action not required, provide rationale: since the sample meets the designed requirements, no corrective action will be performed. Investigation results: the 103 samples were received. A coring test performed was performed on the 3 loose needles that were in bag provided. These 3 tested were rated at #2 which is acceptable per the it571 rating system. The heel area of the grind was observed on the samples and was found to be properly de-burred and met the requirements. Investigation conclusion: possible root cause: since the samples meets the designed requirements, it is probable that method of use contributed to the coring.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a piece of the vial stopper was found inside the syringe from a bd¿ blunt fill needle during use. No injury or medical intervention.